Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The up and ok keypad buttons reportedly were under responsive and damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2015 with the following findings: the keypad cover was found to be peeling from the base. All keypad buttons were found to be intermittently responsive to button presses. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the text on the display screen was found to be dim and pink.